Event description:
It was reported that bd alaris smartsite pump infusion set was disconnected the following information was received by the initial reporter with the following. It was reported by customer that we had another issue with the tubing. Attempted to prime pca fentanyl tubing and the end that connect the fentanyl to the pca snapped in half, occluding the tip of the fentanyl syringe from being able to connect to a new tubing.

Manufacturer narrative:
The customer reported the syringe broke off inside of a 10800176 set, and returned one photo of the incident. There is no physical sample available for the investigation. Upon visual examination of the photo, the complaint of syringe post damage stuck inside the set is verified. The root cause for the damage could not be determined without the physical sample. A device history record review could not be performed because the lot number is unknown. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Your assistance in this matter has been helpful in trend identification and supporting our commitment to continuous quality improvement.